Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in common device name and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years and ten months post port placement procedure, the catheter was allegedly damaged near the port stem. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port MRI implantable port kit was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed. A partial circumferential break was noted approximately 0.2cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be jagged and the surface was noted to be granular. Upon infusion, a leak from the partial circumferential break on the attached catheter was noted. Therefore the investigation is confirmed for the reported fracture and identified catheter wear and deformation issue. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years and ten months post port placement procedure, the the catheter was allegedly damaged near the port stem. It was further reported that the port system was removed. There was no reported patient injury.